Event description:
A surgeon reported that a pt has complained of decreased visual acuity (va) for serveral months. The pt received an intraocular lens (iol) 3 or 4 years ago. Va following implantation was 8/10 and is now known. Additional info has been requested.

Event description:
The surgeon examined the pt again and found the visual acuity (va) to be improved to 6/10 od and 4/10 os. He does not know what caused the temporary decrease in va.